Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 51 mg/dl and the blood glucose was 61 mg/dl before couple of days. Customers current blood glucose was 175 mg/dl. The customer was treated with muffins and juice. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.